Manufacturer narrative:
No decontamination or visual inspection of product performed since it was not returned. A picture was provided for this event. A review of the picture indicates a partial sheath/dilator set with the sheath tip appearing damaged or peeled back. A visual review of the picture has confirmed that the sheath tip shows damage, so we are confirming the reported event. The product was not returned and so could not be evaluated. The complaint was confirmed based on the picture provided, but we are unable to physically evaluate the product to determine a root cause. A device and lot history record review was unable to be completed for the reported product since the product information was not provided. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during intra-aortic balloon insertion the customer noted an issue with the sheath integrity. The customer states that going forward they will use a competitor's sheath. There was no reported injury to the patient.